Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had "screen error not working properly doesn¿t register key 6 or 9". This occurred during an unspecified process step. There was no patient involvement. No additional information is available.